Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: a temporal association exists between the liberty cycler and the patient¿s drop in systolic blood pressure (sbp) to 59, unresponsiveness, and apnea with subsequent death on (B)(6) 2017. However, there is no documentation that indicates a causal relationship between the liberty cycler and the patient¿s death. Additionally, there have been no reported allegations of a liberty cycler or liberty cycler cassette malfunction causally associated with the patient's death. Etiology for the patient¿s drop in sbp to 59, unresponsiveness, and apnea with subsequent death is unknown. However, the possibility exists that the patient's concurrent infection with c. Difficile may have been a factor in the patient's death.

Event description:
A biomedical technician (biomed) at a user facility requested a replacement cycler after a patient had expired while connected to the cycler. Follow-up information with the pd nurse revealed that the patient was in the intensive care unit (ICU) and had been admitted to the hospital on an unknown date for clostridium difficile (c. Difficile) infection. On (B)(6) 2017, the patient was transferred to the ICU due to an unspecified respiratory event that occurred while the patient was hospitalized. On (B)(6) 2017, approximately 7 minutes into continuous cyclic peritoneal dialysis (ccpd) therapy, the patient had a drop in her systolic blood pressure (sbp) from 90 (at initiation of treatment) to 59 and was found be unresponsive and had stopped breathing. The nurse called a code and cardiopulmonary resuscitation (CPR) was initiated. The patient remained in asystole despite resuscitation efforts and subsequently expired. It was further reported that the patient was very ill and the patient¿s death was not attributed to the ccpd treatment or believed to be fluid volume related as the patient was empty at the start of treatment. The pd nurse reported that there was no alleged defect or malfunction related to the liberty cycler or liberty cycler set used during the patient¿s ccpd treatment on (B)(6) 2017. Additionally, the pd nurse stated there were no liberty cycler alarms that occurred during the patient¿s 7 minutes of treatment prior to the patient becoming unresponsive. The cassette is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual complaint sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed of the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. A records review was performed on a total of 10 lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Of the 10 identified lots, companion samples were available from the distribution center on one for the cassette lots (17er08050) to be returned to the manufacturer for evaluation. A visual inspection was performed on 10 companion samples and no defects were found. A simulated use test was performed on four samples using a liberty cycler and passed. During the simulated use test, there were no observations of leaks or air bubbles. The devices worked as intended with no noted abnormalities and no defects identified. After the test was completed, the samples were inspected and no moisture was found. The investigation into the cause of the reported problem was not able to confirm the complaint event. Although the evaluation of the companion samples confirmed that the devices functioned fully as designed and met specifications, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. Therefore, the complaint is not confirmed.